Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
A report was received stating that the device was in use with patient when a leak was observed after an unk amount of time in situ. According to the reporter, an emergent tracheostomy tube change performed. No adverse effects to pt reported.